Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid when it was dropped in the toilet. The customer stated that her blood glucose was in the low 100 mg/dl range, although she was unsure. She stated that she tried drying the insulin pump but it continued to alarm. It was unclear whether the insulin pump had an alarm, as the customer reported that the display went blank immediately after the device was exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.